Event description:
As reported: after the microcatheter was shaped, the microcatheter was fed into the intermediate catheter. Abnormal resistance was encountered during advancement, and upon removal, it was discovered that the microcatheter was broken, missing the distal tip of microcatheter. When the surgeon found that the head end of the microcatheter was broken, he withdrew the intermediate catheter and found that the broken portion had fallen into the y-valve of the intermediate catheter. The microcatheter was replaced and sent into the intermediate catheter, which had not been replaced, and the procedure was continued to completion. No harm was caused to the patient, all device pieces were retrieved, and the patient is currently in good condition. The pushing portion of the microcatheter can be returned for investigation, the broken portion / tip was discarded.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. Additional due diligence attempts are ongoing. The alleged fragmentation issue and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
No further incident information was provided, however the device was received and evaluated.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion the investigation of the returned headway microcatheter found the distal end damaged and the distal tip broken, which is consistent with the condition observed in the customer provided image and as described in the reported event. The shipping mandrel was also returned bent. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the damage and broken distal tip, but the damage is consistent with the device experiencing forces that exceeded its yield and tensile strengths.